Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs # 1225714-2014-02918 and 1225714-2014-02919.

Event description:
The plaintiff's atty alleged the decedent experienced an unspecified injury and subsequently expired on an unknown date after use of the product.

Manufacturer narrative:
(B)(4). Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports related to this same event involving this same patient, the associated manufacturer report numbers are: 1225714-2014-02918 and 1225714-2014-02919.

Event description:
Additional information received noted that the patient experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest, and sudden cardiac death, which is alleged to have been caused by the product administered to the pt during dialysis treatment.